Event description:
The customer reported being admitted in the hosp for low blood glucose of 46 mg/dl. Troubleshooting was performed. The customer stated he was disconnected during rewind and prime. No further info was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.